Event description:
The reporter stated that the surgeon had inserted a single piece collamer lens model cc4204bf without any damage to the lens, however, the surgeon noticed a tear in the posterior capsule and had to enlarge the incision to remove the lens. A vitrectomy was performed and a lens was put in the sulcus, no suture required. It was reported that the surgeon didn't know what caused the capsule tear.

Manufacturer narrative:
Eval: results - a visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the search and no similar complaints were found. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and eval of the returned product, a specific root cause coud not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.